Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-oct-2015. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("periods are so heaving"), headache ("headaches getting worse") and rash macular ("red patches on skin from the nickel") and was found to have weight increased ("gain so much weight") and hormone level abnormal ("balancing hormones"). The patient was treated with surgery (hystyrectomy). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, headache, rash macular and weight increased had not resolved and the hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, headache, hormone level abnormal, menorrhagia, rash macular and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. At the time of the medical assessment, meddra pts were not available within the global safety database for review therefore all events are marked as unlisted. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: case become incident, newly added events- hormonal imbalance, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.